Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer states their doctor recently put them on metforin, and they believe it was too much insulin and caused the lows. The customer's blood glucose level at the time of incident was 53mg/dl. The customer's most current level was 74mg/dl. The customer's level at the time of hospitalization was 50mg/dl. Troubleshoot was conducted and the pump passed the displacement test. The customer was advised to monitor the device and call back if issues persist.